Event description:
Follow-up identified the procedure was successful and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2017 due to discoloration and scarring at the ipg site. During the procedure, the ipg was buried deeper into the pocket.